Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failed to deliver energy.

Event description:
It was reported to boston scientific corporation that a rotatable snare device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the coagulation did not work at all. The cautery did not travel to the polyp site. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failed to deliver energy. Block h11: investigation results a rotatable snare was received for analysis, and it was found during device analysis that the device was returned without any visible problem. A continuity and electrical test were performed, and the device was noted to be within specification. Additionally, the device was tested, and as a result, the erbe shows no problem supplying the energy to the rotatable snare. No other problems with the device were noted. The reported complaint of device failed to deliver energy was unable to be confirmed. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. Based on the information available and the returned device analysis, a conclusion of no problem detected was assigned to this investigation since the reported allegation was not observed.

Event description:
It was reported to boston scientific corporation that a rotatable snare device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the coagulation did not work at all. The cautery did not travel to the polyp site. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.